Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable alb2 albumin gen.2 and gluc3 glucose hk gen.3 for multiple patient samples from the cobas 8000 c (701) module and noticed the rear rinse mechanism was leaking. Patient 1 initial albumin result was 8.4 g/dl and the repeat result was 4.8 g/dl. Patient 2 initial albumin result was 9.3 g/dl and the repeat result was 4.3 g/dl. Patient 3 initial albumin result was 7.1 g/dl and the repeat result was 5.4 g/dl. Patient 4 initial glucose result was 23 mg/dl and the repeat result was 118 mg/dl. Patient 5 initial glucose result was 20 mg/dl and the repeat result was 124 mg/dl. Patient 6 initial glucose result was 23 mg/dl and the repeat result was 96 mg/dl. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The albumin reagent lot number was 30889201 with an expiration date of 31-mar-2019. The glucose reagent lot number was 27623801 with an expiration date of 31-dec-2018. The field service representative found the detergent bottle was empty and the waste tubing was damaged. This caused air in the flowpath and induced a drip from the detergent nozzle which interfered with assay processing. He checked the instrument, replaced the reagent and tubing, and performed a detergent prime. He ran a precision check with results within specifications. Further investigation confirmed the service actions resolved the issue.